Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2020. The patient reported she was in her car post infusion center appointment when her g6 alarmed because her value was 52 mg/dl. Because she didn¿t have her glucometer with her, she went back inside of the infusion center and she was given a soda, crackers with peanut butter. However, her cgm value continued to go lower into the 40s mg/dl until it only read low. She was given glucose tablets and another soda. The hcp started an IV and drew blood for a glucose value when the IV was started. The patient¿s venous glucose value was 176 mg/dl but her cgm was below 40 mg/dl. The patient was discharged and when she arrived home, her cgm displayed 153 mg/dl but her finger stick bg was 252 mg/dl. At the time of report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.